Event description:
It was reported that during a tympanoplasty surgery, it was observed that when the motor device was plugged into the console device, an e8 error occurred. As a result, there was a one hour delay to the surgical procedure. A spare device was not available for use. According to the report, a spare device was brought to the facility as the procedure was in process. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.